Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; bg value was not provided. Cause was not known. Customer consumed glucose tablets to initially address bg. Subsequently, the customer was hospitalized where healthcare providers administered intravenous fluids of saline to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged a few days later with the issue resolved and no permanent damage. The customer declined to perform further troubleshooting with the technical support team.